Manufacturer narrative:
The investigation determined that three non-reproducible vitros amon quality control results were obtained on a vitros 5600 integrated system. Results of precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of service activities that included cleaning of the microslide incubator, evaporation caps and reflectometer lens and replacement of the microslide incubator wear pads, acceptable vitros amon performance was observed. An instrument issue was most likely the assignable cause for this event.

Event description:
The customer obtained higher and lower than expected vitros amon quality control results on a vitros 5600 integrated system. Lpv l2 lot c5707 vitros amon results of 123.0 mol/l vs. Expected rom midpoint 194.5 mol/l biorad qc l2 lot 54222 vitros amon results of 91.8, 96.54 and 94.29 mol/l vs. Expected mean of 71.6 mol/l biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. Ortho was not made aware of any allegations of patient harm as a result of this event. However, the investigation cannot rule out that patient sample were not or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).